Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pulse generator change out, the physician noted the right ventricular lead had an insulation break. The lead could not be explanted and was capped and replaced successfully.